Event description:
Pt underwent cataract surgery on 5/12/98, and implantation of a staar model aq-2003v intraocular lens in the left eye. The surgeon said the lens came out of the cartridge and tore the capsule. The lens was removed, an anterior vitrectomy was done and another lens was implanted.